Event description:
It was reported that the procedure was to treat a moderately calcified, heavily tortuous left anterior descending artery that is 100% stenosed. The 3.0x38mm xience alpine stent was deployed; however, the stent strut fractured after post dilatation was performed. A dissection was observed and a 2.75x12mm xience alpine was used to cover the fractured stent and dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. A conclusive cause for the reported difficulties and patient effect(s) cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. It was reported that the stent delivery system¿s (sds) stent fractured (break) during use. Factors that may contribute to a break include, but are not limited to, tensile strength, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. In this case, based on the reported information and because the device was not returned for analysis, a conclusive cause for the reported break cannot be determined. The reported patient effect(s) of dissection are listed in the xience alpine everolimus eluting coronary stent system instructions for use as an adverse event that may be associated with the use of a stent in native coronary or peripheral arteries. There is no indication of a product quality issue with respect to manufacture, design, or labeling.